Event description:
The initial report made to ascent on (B)(6) 2010 stated that during the procedure upon surgical exposure of the pericardium, the surgeon reported a single hole with a burn mark in the region of the right atrium and superior vena cava. Adjacent to the puncture were two other small burn marks.

Manufacturer narrative:
It was originally reported to ascent on (B)(6) 2010 that four different catheters were inside the patient during the incident. Since the device was not returned to ascent, a device investigation could not be completed. At the time of the initial complaint, it was reported that three other catheters including a radiofrequency ablation catheter were placed inside the patient. Based off of a clinical opinion, medical literature searches, device information and incident information, it was determined that the ascent diagnostic catheter did not cause or contribute to the reported incident. On august 10, 2010, additional information was received from the facility that the ascent catheter was the only catheter inside the patient at the time of the incident. The facility reported that a defibrillator was being used on the patient at the time of the event. The facility representative stated their internal investigation revealed the patient injury was not related to the ascent catheter but to all of the equipment being used at the time of the incident. (B)(4)